Event description:
The pt reported that his infusion device is shutting down without giving him the a2 (low power pack) alert, or the e2 (power pack depleted) alarm. The power pack was less than a week old. The pt's blood glucose elevated to 24 mmol/l (432mg/dl). The pt reported no symptoms with his elevated blood glucose. The pt would change his power pack and perform a bolus to bring his blood glucose down. The pt was aware of the power pack recall and was changing his power packs. The pt did not report assistance by a healthcare professional or second party to address the issue. The pt discarded the product; therefore, no product will be returned for evaluation.

Manufacturer narrative:
H6. No product will be returned for evaluation.